Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 460 mg/dl. The customer treated with the pump. Customer declined to troubleshoot for high readings. The customer stated that she was hospitalized due to kidney cancer. The customer mentioned that the sets did not go in her skin. The customer stated that the insulin pooled on the outside of her skin. The product was not returned for analysis.